Event description:
Customer reported cracked stopcock with use of normal saline occurred during patient use. No report of patient injury. No sample available for testing. No additional available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26, 2007. The actual device will not be returned for evaluation, sample was discarded.